Manufacturer narrative:
Evaluation by the engineer determined that the interconnection between the ball assembly and the ferrule was compromised at the cable. With the cable no longer secure to the ferrule, the trocar was not able to retract. Once disassembled, the trocar was examined further noting that it was bent. No other abnormalities were noted on any other component. This device was not designed for use with a slap hammer. The failure likely occurred due to the excessive force exerted on the device by the use of a mallet and pituitary combination as a slap hammer. Review of manufacturing history records found a total of 2 pieces of lot mg11083-1 were released for distribution on october 16, 2015 with no deviation or anomalies. This the first report of this nature that has been received for this part number. As this instrument was a custom designed and manufactured specifically for this distributor, and this is the first report of the nature received, the need for corrective action was not indicated.

Event description:
It was reported that during a alif l4-s1 procedure performed on (B)(6) 2015, a mallet was used to drive the awl through the vault drill guide to a distance of 30mm. The awl got stuck in this position and the surgeon struggled to remove the device from the vertebral body. A pituitary was used to grab the proximal end of the awl and then a mallet was used against the shaft of the pituitary to act as a slap-hammer to remove the awl. Once the awl was out of the body, it was determined that the awl was intact but broken. It would not retract as intended and was moving freely. A standard awl from the set was used to complete the procedure with a 1-2 minute delay in the procedure.